Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have excessive no delivery alarms. Customer's blood glucose was 600 mg/dl. Customer did not want to continue troubleshooting stating that all remedies were tried and requested for insulin pump to be replaced.